Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged while using the tandem-provided usb cable. There was no adverse impact to customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable.